Event description:
Iab assis pt with good augmentation for seven hrs when iab was inserted further into pt. Blood was noted in the tubing several hrs later the iab was removed and replaced with another. The pt suffered no complication.